Event description:
It was reported that a system error (se) 2267 alarm (air in line) occurred on the homechoice (hc) device, during dwell 3. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The troubleshooting revealed that the patient had left a clamp open on one of the unused supply lines. The tsr advised the hp to disconnect from the hc. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.